Event description:
It was reported that the customer received a motor error alarm. The insulin pump was neither exposed to a high magnetic field nor dropped. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted and the motor passed motor test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.